Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse checked the equipment and reported that battery need to be replaced. Fse presented the customer with an quote, but the customer did not accept it. No order was received, and the case was closed.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) unit had battery maintenance fault. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.